Event description:
Information received indicates the pump was tested by customer before putting back into service and found the accuracy rate was below specs.

Manufacturer narrative:
Testing of the pump indicates the pump was out of calibration. The pump was calibrated to resolve.